Manufacturer narrative:
Unique identifier (UDI): (B)(4)- the cycler was returned for evaluation. Exterior visual inspection showed signs of physical damage. The front panel bezel gasket was drooping approximately 1 inch over the center of the front panel overlay. The catch post did not align with cassette door, the catch post needed to be adjusted in production. A simulated treatment was performed and completed without any alarms or problems occurring. The complaint symptom of increased intraperitoneal volume (iipv) was not reproduced during testing. During the simulated treatment the amount of fluid delivered to a pseudo patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. A voltage test showed the voltage was out of specification and required adjustment. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support reporting drain issues during treatment. The patient remained asymptomatic. Upon review of the patient's treatment data, it was discovered that the patient had drained 4771 ml in drain 4 from a prescribed fill volume of 2500 ml. Drain 4 volume is 191% of the prescribed fill volume, meeting the criteria for a reportable event. Upon follow up with the patient and the pd nurse it was reported that the patient did not experience any adverse events as a result of this event.